Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Similar product to 190-000.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 that generated a positive result. Repeat testing was performed on the same day, on an unknown sample and generated a negative result. Pcr confirmation testing was performed as instructed by the government . No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation conclusion reported under the supplement report 1 was inadvertently submitted, this report is to update the correct investigation details. Section g3 in supplement report 1 should be: 26jul2022. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previously reported event. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot: m188719 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number: 190-000j / lot: m188719 and test base part number: 190-430 / lot: m188719. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot: m188719 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference.